Event description:
The customer has observed low bias on patient samples when using reagent lot 269694 for the creatinine assay on an advia 1800 chemistry instrument. The customer compared patient sample results obtained on the existing reagent lot and the new reagent lot, and found that the results on the new lot were higher. The patient results with low bias were not reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the low bias when using reagent lot 269694 for the creatinine assay on the advia 1800 chemistry instrument.

Manufacturer narrative:
A siemens global product support (gps) specialist contacted the customer. The gps specialist requested information pertaining to the creatinine reagent lot that had the low bias on patient samples. The customer did inform gps that the problem had been resolved after receiving the new reagent lot and is unwilling to provide any further information or data. The cause of the low bias on patient samples when using reagent lot 269694 for the creatinine assay on the advia 1800 chemistry instrument is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.